Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, replaced the central processing unit (cpu) and installed synergy cranial 2.2.6. Issue resolved. No reoccurrences of this behavior have been reported. Suspect computer has not been returned to manufacturer for analysis.

Manufacturer narrative:
Contrary to what was originally reported, the computer was not replaced in the system. The medtronic field representative removed excess data from the original computer. No further issues since excess data removed. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the synergy cranial software on the navigation system was unresponsive during use. This did not occur while in clinical use, there was no patient present when this issue was identified.